Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported during the elective procedure to replace the pacemaker, this atrial lead was also removed from service. The lead was exhibiting no capture and it appeared as if the lead had been dislodged since implant as this pt had been lost to follow-up. The lead was surgically abandoned (capped) and successfully replaced. No adverse pt effects were reported. The lead was actively implanted for approx 6 years, 4 months.